Event description:
A customer reported that the silicone part of the valve was damaged and dropped into the eye when the 25g forceps were inserted during surgery. The physician made another port and the particle was removed in the same surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).